Event description:
Customer's wife called to report low blood glucose. Caller also stated that customer had a hospitalization due to low blood glucose. Customer's current blood glucose reading is 122 mg/dl. The blood glucose reading at the time of the event was 28 mg/dl. Customer was found slumped over and unresponsive in vehicle and the car behind him call the paramedics. Customer is not sure of what his programmed settings should be. Customer should contact hcp for setting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.